Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 08/13/2015. The fse found a cloudy wbc bath aperture. He replaced the wbc bath and cleaned the count lines to address the cloudy buildup. He performed complete blood count, cbc, fine gain and count rate compensation and the wbc was running within range. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed high 6c cell control on white blood cell, wbc, from a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.